Manufacturer narrative:
No conclusion code available; final analysis found burn marks on the main pcb which resulted in power anomaly.

Event description:
It was reported that the transmitter was unable to turn on due to a power outage. The transmitter was replaced.